Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, console 1 faulted at system startup with error 23065. A technical support engineer reviewed the system logs and found error 23065 along with error 32101, which were reporting from the manipulator controller ergo base (mceb) and the column motor on console 1. It was also noted that the site continued the procedure using console 2. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced manipulator controller ergo base (mceb) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.